Event description:
A piece of the 25 gauge cannula broke off and fell into the eye during surgery. The piece was removed a suture was required. There was no injury to the patient.

Manufacturer narrative:
Visual inspection of the two cannulas returned for evaluation found they were both damaged but not broken off. The third cannula from the pack was not returned.